Event description:
It was reported that on (B)(6) 2025, a 27 navitor valve was selected for implant. The patient had baseline second degree heart block. During the procedure, a pre-dilation was performed with a 22mm non-abbott balloon, which did not exceed the perimeter derived measurement of 23.7mm. During device implant, 1 re-sheath was needed as the first position was too high. Following deployment of the valve, the patient had heart block so it was decided to place a temporary pacing monitor. The final implant depth of the valve was 3.7mm of the non-coronary cusp and 7.1mm on the left coronary cusp. The length of the membranous septum was not measured, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient remained hemodynamically stable throughout the procedure. Following the procedure, the patient developed an intraventricular conduction delay and sinus tachycardia, which the implanting physician attributed to the new valve placement. A temporary pacemaker was placed, and a the patient required a prolonged hospital stay for rhythm monitoring, a permanent pacemaker was scheduled for implant. The pacemaker implant was delayed due to a period of fever and elevated inflammatory markers, which have since resolved. The cause of the fever remains uncertain. No urinary tract infection, pneumonia, or line infection was identified. Antibiotics were administered, and a line was replaced. It is possible that the fever was due to internal dysregulation related to the procedure. Although infection was not confirmed, it was treated as such. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. No additional information was provided.

Manufacturer narrative:
An event of heart block was reported. It was indicated that the patient did not have a history of heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 3.7 mm from the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the implant procedure. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27 navitor valve was selected for implant. The patient had baseline second degree heart block. During the procedure, a pre-dilation was performed with a 22mm non-abbott balloon, which did not exceed the perimeter derived measurement of 23.7mm. During device implant, 1 re-sheath was needed as the first position was too high. Following deployment of the valve, the patient had heart block so it was decided to place a temporary pacing monitor. The final implant depth of the valve was 3.7mm of the non-coronary cusp and 7.1mm on the left coronary cusp. The length of the membranous septum was not measured, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient remained hemodynamically stable throughout the procedure. Following the procedure, the patient developed an intraventricular conduction delay and sinus tachycardia, which the implanting physician attributed to the new valve placement. A temporary pacemaker was placed, and a the patient required a prolonged hospital stay for rhythm monitoring, a permanent pacemaker was scheduled for implant. The pacemaker implant was delayed due to a period of fever and elevated inflammatory markers, which have since resolved. The cause of the fever remains uncertain. No urinary tract infection, pneumonia, or line infection was identified. Antibiotics were administered, and a line was replaced. It is possible that the fever was due to internal dysregulation related to the procedure. Although infection was not confirmed, it was treated as such. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.